Manufacturer narrative:
The complaint device is not being returned and therefore not available for a physical evaluation. However, from past investigations of similar failure modes, it has been determined that repeatedly passing the needle through excess tissue causes the needle to fatigue and break. The needle could also break if it accidentally hits the bone or other instruments. Eiii needles have been designed to pass 15 times through tissue and any usage beyond this would cause the needle to fatigue. It was reported that the needle was passed 15 times. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. The complaint rate has been reviewed against the risk analysis document and found to be within the expected levels. Based on the complaint history, no further corrective action is warranted at this time. However, this file will remain receptive to any potential forthcoming information that is pertinent to this issue. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). The lot number is currently unavailable.

Event description:
The sales rep reported that during a rotator cuff repair that the tip of the customer's expressew iii needle broke off in the patient's joint space. X-rays were done but the broken tip was not found. The surgeon believes it was flushed out from the joint but couldn't not find the needle tip. The surgeon completed the procedure with another needle with no patient consequences. There was a 15 minute delay. The sales rep reported that the surgeon used the expressew iii gun and fired the gun 15 times before the needle broke. The sales rep was not present and had no further information.